Event description:
The event occurred in italy during treatment. It was reported that the touch panel was cracked. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the touch screen was broken. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-02-04. The user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the most probable root cause was that something fell onto the touch screen. Additionally, based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-01-31 for the period of 2010-11-19 to 2025-01-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-11-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touch panel cracked" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the xxx market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI), primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.